Manufacturer narrative:
The 60 year-old male patient was part of the cypress study experienced restenosis approximately one and half years post implantation of a cypher stent. The patient had the following medical history: angina (within past 6 weeks), previous pci, hyperlipidemia, hypertension, and diabetes mellitus. The patient received a 3.0 x 18mm cypher stent in the distal rca. Post procedure medication regimen included aspirin and clopidogrel. A year and a half after the index procedure, the patient had a revascularization performed in the distal to proximal rca. The patient received two endeavor stents as treatment. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and retinoic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes) that may have contributed to this patient¿s restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a 3.0 x 18mm cypher stent in the distal rca. A year and a half after the index procedure, the patient had a revascularization performed in the distal to proximal rca. The patient received two endeavor stents.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.